Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient stated that they changed the sensor several times and was unsuccessful at pairing the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and could not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The receiver data log was reviewed on 03/01/2016. The complaint of a bluetooth connection issue was confirmed. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.